Event description:
It was reported to medtronic minimed that the customer experienced pump error 63, blank display, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error and complete rewind if requested. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement, and self test. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing however, noted in the pump trace download on 09/23/2024 at 19:45:00.000. No pump error 63 alarms noted during testing. However, pump trace download confirmed pump error 63(variableinfo = 12) (file number = 522; line number = 566) alarm in the pump history file on [09/23/2024] at [19:43:32.000]. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 near lcd screen, pcba 2 j1 motor, force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and label damage (faded/peeling/stained). Blank display was not observed during analysis. Blank display not confirmed. Customer allegation for pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. Alleged pump error 63 was confirmed in the formatted history files (variableinfo = 12) due to arm watchdog failure due to moisture damage on the pcba 1 near lcd screen, pcba 2 j1, motor, force sensor. Exposure to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.